Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that r3 offset impactor- broke upon impaction. However, after the evaluation of the returned device, it was determined that the issue does not meet the criteria to be reportable, since device reveals that it was the strike plate the one that broke off, this is used external to the patient and it is not possible for pieces to fall into the surgical site/incision. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the strike plate broke off. This piece was returned. The device shows signs of significant wear and use. This inspection was conducted by naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that a similar event was previously identified, and prior actions were performed. It has been concluded that a potential breakage could occur if used after the expected lifetime or excessive force is applied as this device is a reusable instrument and it is expected to wear over time. Also, the failure rate of this issue is within expected and documented in the risk file. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for additional corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during surgery, one (1) r3 offset impactor broke upon impaction, and both pieces were recovered. The procedure was completed without delay using a s+n back-up device. No injury was reported as a consequence of this issue.